Event description:
It was reported that: "the packaging was bad for this implant. The inner packaging was wedged into the corner and scrub tech was unable to pull out implant."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.